Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history. At 3:56pm her bg dropped from 26.4 mmol/l (475 mg/dl) to 25.3 mmol/, (455 mg/dl) (reading from alternative meter) after she gave a manual injection of 13.0 units of insulin. The pod was then removed and she noticed the cannula was not inserted properly into the infusion site. While on the phone she tested her bg again and it measured 15.0 mmol/l (270 mg/dl).

Manufacturer narrative:
The product was not returned for eval. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.